Event description:
A caller reported a malfunction on a pump. There was no adverse impact to the customer¿s blood glucose level. Customer service provided pump reset instructions and assisted the caller with resetting the pump. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if any malfunction recurs.